Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.